Event description:
A distributor reported that a customer experienced an issue with a broken and unresponsive touchscreen on their device. There was no reported impact on the customer¿s blood glucose level as no information was provided. The customer arranged to return the faulty device, and a replacement pump was issued with a new serial number, expected for return by the specified date.